Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 474 mg/dl at the time of incident. The customer's other blood glucose was 620 mg/dl. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with manual injection. The customer also report the insulin flow block alarm and customer declined to troubleshooting this past event. The insulin pump will not be returned for analysis.